Event description:
It was reported that the device had blank screen. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technician stated issues of pcu ¿no display¿ was confirmed during the investigation. On 05/30/2025, the pcu was received unboxed and with paperwork. Confirmed ¿no display¿ when powered up. Display connector was found not inserted to pcu logic board. The pcus will be returned to bd san diego repair center for normal processing. The failure investigation report will be attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technician stated issues of pcu ¿no display¿ was confirmed during the investigation. ¿ on (B)(6) 2025, the pcu was received unboxed and with paperwork. ¿ confirmed ¿no display¿ when powered up. ¿ display connector was found not inserted to pcu logic board. ¿ the pcus will be returned to bd san diego repair center for normal processing. ¿ the failure investigation report will be attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had blank screen. There was no patient involvement.